Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that during an emergency craniotomy, while putting a bone flap together with 3 - 1.2 screws, the surgeon over torqued and did not back out to remove bone, causing the head to fracture from the shaft of the screw. The screw shafts were left in the bone, and the case was completed successfully.

Manufacturer narrative:
The reported event could be confirmed. The investigation results shows that the bone screws, cross-pin, self-drilling, diam. 1.2xxmm, upperface broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surfaces show the typical flow structures of ductile torsional breakages. The root cause of the failure could have been a too hard bone. In the IFU is documented under: general warnings and precautions that ¿ "should the screws be difficult to start in bone, a pilot hole should be drilled to facilitate insertion, especially by use of screws with a length of more than 4 mm." Therefore the failure mode (intraoperative screw breakages) and the investigated root cause (torsional overloads) could be attributed to a user related handling issues. No indications were found for any design, material or manufacturing related issue.

Event description:
It was reported by the company representative that during an emergency craniotomy, while putting a bone flap together with 3 - 1.2 screws, the surgeon over torqued and did not back out to remove bone, causing the head to fracture from the shaft of the screw. The screw shafts were left in the bone, and the case was completed successfully.